Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The blood glucose reading at the time of hospitalization was not reported. Troubleshooting was performed. The programming on the insulin pump was correct. However when checking the daily totals for insulin delivery an anomaly was noted. Nothing further was reported.